Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose blood glucose 516 mg/dl. Customer was sick and had a headache for three days and with stomach issue. Customer was declined to troubleshooting for high readings. The insulin pump will not be returned for analysis.